Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Central venous pressures (cvp) were being monitored for reasons unrelated to the cardiomems device. The sensor pressure readings were compared to the cvp pressures. The sensor was recalibrated and the mean was decreased by 18.1 mmhg.